Event description:
It was reported that during pre-surgery, it was discovered that the burr attachment device was unable to load into the insertion point of the electric pen drive device. During in-house engineering evaluation, it was observed that the device had an unintended activation/motion and a liquid leak. It was further determined that the device failed pretest for check for unintended motion. It was reported that there were no delays in the surgical procedure. It was not reported if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: concomitant med products and therapy dates: burr attachment device, (B)(6) 2022. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the reported condition of the burr attachment device unable to load into the insertion point of the electric pen drive device was not confirmed. Therefore, an assignable root cause was not determined. However, the device experiencing an unintended activation/motion and leaking liquid, identified during service and evaluation were confirmed. The assignable root cause was determined to be traced to maintenance, which is improper maintenance. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device investigation update: upon further investigation of the device, it was determined that the device also had foreign substance/debris/cleaning/sterilization. It was further determined that the device did not leak liquid. H6. Investigation findings and component codes have been updated accordingly.